Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible right atrial (ra) lead under-sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.